Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury/physical pain / pelvic pain/ pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, vaginal discharge, heartbeats irregular, cough, acute bronchitis, bacterial infection, vaginitis and candida vaginal. Concomitant products included metronidazole from (B)(6) 2017 to (B)(6) 2017 and miconazole nitrate from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("other injuries/symptoms- weight gain"), 14 days after insertion of essure. On (B)(6) 2009, the patient experienced menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), rash ("allergy- rash/skin condition/ rashes or skin conditions type: skin rashes"), dental caries ("other injuries/symptoms- dental problems/ dental problems: tooth decay"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced dysgeusia ("metal taste in mouth") and urticaria ("hives"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced psychological trauma ("psych injury related to essure"), cystitis ("bladder/urinary problems- bladder infection") and urinary tract disorder ("bladder/urinary problems- urinary problems"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, weight increased, dental caries, dysgeusia, alopecia, vaginal haemorrhage and back pain had resolved and the rash, psychological trauma, cystitis, urinary tract disorder, vaginal infection, urticaria and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, psych injury related to essure, bladder infection, urinary problems, fatigue, weight gain, dental problems, hair loss and metal taste in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.726 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: reporters and patient demographics, medical history, concomitant drugs added. Added events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, hives, dysmenorrhea (cramping), lower back pain. Updated event to allergy- rash/skin condition/ rashes or skin conditions type: skin rashes (previously reported as allergy- rash/skin condition), dental problems/ dental problems: tooth decay (previously reported as dental problems). Event skin allergy was deleted. Updated events outcome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury/physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), rash ("allergy- rash/skin condition"), skin disorder ("allergy- rash/skin condition"), psychological trauma ("psych injury related to essure"), cystitis ("bladder/urinary problems- bladder infection"), urinary tract disorder ("bladder/urinary problems- urinary problems"), fatigue ("other injuries/symptoms- fatigue"), tooth disorder ("other injuries/symptoms- dental problems"), dysgeusia ("metal taste in mouth") and alopecia ("hair loss") and was found to have weight increased ("other injuries/symptoms- weight gain"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, weight increased, tooth disorder, dysgeusia and alopecia had resolved and the menorrhagia, rash, skin disorder, psychological trauma, cystitis and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, psych injury related to essure, bladder infection, urinary problems, fatigue, weight gain, dental problems, hair loss and metal taste in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2009: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events- abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder infection, urinary problems, fatigue, weight gain, dental problems, hair loss and metal taste in mouth were added. Outcome of events pelvic pain was updated as recovered/resolved. Reporter information, patient demography and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury/physical pain / pelvic pain/ pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, vaginal discharge, heartbeats irregular, cough, acute bronchitis, bacterial infection, vaginitis, candida vaginal, seasonal allergy, yeast infection, upper respiratory infection and sinus infection. Concomitant products included ibuprofen, metronidazole from (B)(6)2017 to (B)(6)2017, miconazole nitrate from (B)(6)2017 to (B)(6)2017 and tramadol. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("hair loss") and back pain ("lower back pain") and was found to have weight increased ("other injuries/symptoms- weight gain"), 14 days after insertion of essure. On (B)(6)2009, the patient experienced menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergy- rash/skin condition/ rashes or skin conditions type: skin rashes"), dental caries ("other injuries/symptoms- dental problems/ dental problems: tooth decay"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced dysgeusia ("metal taste in mouth") and urticaria ("hives"). On (B)(6)2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced psychological trauma ("psych injury related to essure"), cystitis ("bladder/urinary problems- bladder infection"), urinary tract disorder ("bladder/urinary problems- urinary problems") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6)2018 hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, weight increased, dental caries, dysgeusia, alopecia, vaginal haemorrhage and back pain had resolved and the dermatitis allergic, psychological trauma, cystitis, urinary tract disorder, vaginal infection, urticaria, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dental caries, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, psych injury related to essure, bladder infection, urinary problems, fatigue, weight gain, dental problems, hair loss and metal taste in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80.726 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6)2009: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Medical history, concomitant drugs added. Events: lower abdominal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.